Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent had erythema at the implantable cardioverter defibrillator (ICD) site. It was discovered that the patient had and infection. The ICD system was explanted. No further patient complications have been reported as a result of this event.